Manufacturer narrative:
Correction b5- patient experienced ineffective stim. The reported event of lead fragment being left in the patient cannot be confirmed via lab analysis. As received, only two terminal end lead segments, approximately 2.5 cm long, were returned. The cause for the return of incomplete leads is unknown.

Event description:
It was reported that the patient experienced ineffective therapy. Also, patients ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the system was explanted to address the issue. During the explant, a lead was cut and remains implanted in the patient.

Manufacturer narrative:
Date of event is estimated. E1 - initial reporter phone number: (B)(6).

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted to address the issue. During the explant, a lead was cut and remains implanted in the patient.